Event description:
The customer reported via phone call that he had used two vials of insulin and had a bent cannula. Customer tried to put on another one but he can't get it back to zero. Customer was assisted with properly priming the set in order to successfully deliver a bolus. Customer also had issues with his blood glucose. Customer's blood glucose was 238 mg/dl yesterday and it climbed to 285 mg/dl. Customer's blood glucose went up to 415 mg/dl today. Customer treated with the pump during the call. Customer was advised to monitor the issue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.